Event description:
Hillrom received a report from a hillrom technician stating the patient left CPR lever was not retracting all the way causing the CPR to be inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician suggested a new head deck kit would need to be installed. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom technical support contacted the account three times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.